Event description:
An erratic reading issue was reported with the freestyle libre sensor. Customer received high and low sensor scan results and was treated with insulin (dose/type unspecified) by his wife and then seen at a hospital where he was administered unspecified intravenous treatment. It was additionally reported customer "had gangrene and wounds on his toes so his toes were getting infected" and thus required amputation. It should be noted that while over time prolonged hyperglycemia can result in diabetic neuropathy in the feet and increase risk of infection, which can result in infection. There is no indication that erratic readings from a single sensor would have caused or contributed to the reported infection and amputation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.